Manufacturer narrative:
Additional information updated: b5: describe event/problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working, as it presented fluid loss from the pump, inflation and deflation issues. A surgical procedure was performed to remove and replace all the components. There were no patient complications.

Event description:
It was reported that this inflatable penile prosthesis (ipp) stopped working, as it presented fluid loss, inflation and deflation issues. A surgical procedure was performed to remove and replace all the components. There were no patient complications.